Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reported the customer is using cold insulin when filling cartridges. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.